Event description:
It was reported that a spectrum pump did not passed downstream occlusion test with greater than 20 pounds per square inch (psi). The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'not passing downstream occlusion test, greater than 20 psi' was reproduced as an undetected downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed attempted calibration force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.